Event description:
During an initial implant procedure, it was noted it was difficult to position the right ventricular (rv) lead and the stylet was unable to be moved resulting in a clinically significant prolongation of the procedure. The rv lead and stylet were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.